Manufacturer narrative:
Corrected fields: h11. Updated fields: b4, g3, g6, h2, h11. Upon further review, this incident was determined to be a duplicate report to complaint (B)(4) (mfg report number-2249723-2025-0004015). All the information will be submitted through that record. Please cancel in your database.

Event description:
It was reporter during inservice that cardiosave intra-aortic balloon pump (iabp) had low vacuum alarm and would not pump. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.